Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI): a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that patient was not crossing over pyxis. A technical support specialist verified the server database, confirmed the patient admission was missing, and advised the customer to check with the admission team via active directory and validate the hl7 message for correct admission details. The customer later confirmed the issue was resolved and granted permission to close the case. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over to pyxis. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.